Event description:
The customer obtained a reactive hav igm result and a non-reactive hav total result for a patient's sample. Patient's treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hav igm results.

Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the reactive hav igm and the non-reactive hav total results is unknown. A sample from this patient has been requested for further in-house evaluation.